Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom. Likely causes include physical trauma and pinching.

Event description:
It was reported that during a procedure at the user facility, the pneumatic hose burst. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.